Event description:
It was reported that the device is displaying the service light and error codes were logged in memory. It was also observed that the device will continually reboot. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies. The root cause of the reported failure was determined to be a temperature sensitive integrated circuit, designator u18, on the system controller pcb assembly. The circuit would cause a reboot. Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the system pcb assembly and there was no failure of this assembly.